Manufacturer narrative:
We were unable to verify the reported failure (of the 4.2mm scope stuck in 5.0mm et tube) as no complaint sample was returned for investigation. Based on the simulation test performed, the reported failure is suspected to be related to a lack of lubricant applied onto the scope before insertion into endotracheal tube. The IFU states: 'lubricate the insertion cord with a water based medical grade lubricant to ensure the lowest possible friction when the endoscope is inserted into the patient.' We will monitor the market for similar incidents.

Event description:
According to the customer complaint received, a physician and his team on the pediatric ICU complaints about the recommend ett tube on the packaging of the 4.2mm for ascope 5 broncho 4.2/2.2. The 4.2mm does not fit through an ett of 5.0mm. There was an emergency situation where a child had to be intubated on the ICU. Because the 4.2mm scope didn't fit a lot of time was lost. The condition of the patient was reported as fine after the event. As per the customer, the packaging states that the 4.2mm scope is compatible with a 5mm tube, however, in practice this does not appear to be the case. The customer followed the recommended 5mm tube which is on the package, but found that this did not fit with the scope. Crucial time was lost during a life-threatening situation. Note, that during this incident, the scope was used off-label on a pediatric patient.